Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that falsely elevated concentrated carbon dioxide (co2_c) and calcium_2 (ca_2) results were obtained on patient samples on an atellica ch 930 analyzer. The customer stated that water supply filtration system was on bypass and the customer replaced the q-gard filter. A siemens customer service engineer (cse) was dispatched to the customer¿s site to address the contamination from the external water source issue. During the visit, the cse flushed the analyzer 3 times to remove contaminated water and ran auto check, with no issues. Then, the customer ran quality control and patient samples, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained two patient samples on an atellica ch 930 analyzer. Additionally, a falsely elevated calcium_2 (ca_2) result was obtained on the same instrument on one of the samples. The initial results were reported to the physician(s), who questioned the results. The customer indicated that they sent samples to an alternate facility for testing. Therefore, these samples were reprocessed on a dimension exl instrument from another facility. The repeat results were lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c and ca_2 results.